Manufacturer narrative:
(B)(4). Batch #t94c2m. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please specify: are you referring to the active titanium blade? If yes, did the blade tip break off? Are you referring to the white tissue pad? If yes, is the white tissue pad completely missing from the clamp arm of the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the tip of the device broke off. Another device was used to complete the procedure with no patient consequences. No additional information is available at this time.